Event description:
The physician was attempting to advance a resolute integrity stent across an excessive tortuous vessel with 90% stenosis and moderate calcification but could not cross; it was noted that the stent was deformed. The patient was treated with the deployment of another medtronic stent. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal segment was raised and deformed. The distal tip was slightly damaged.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology) - moderate calcification, excessive tortuosity and 90% stenosis. Inherent risk of procedure - (deformation) deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) -moderate calcification, excessive tortuosity and 90% stenosis. Inherent risk of procedure - (deformation). (B)(4).